Event description:
When you remove a test strip from the device, either readily visible droplets of blood, or "potentially microaerosolization" of blood, falls directly into drawer of cotton balls located under device. Falls occur even if the drawer is closed, as the cotton balls are always visible by the design of the drawer.